Event description:
It was reported that the device delivered inappropriate high voltage therapy. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.